Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A materials specialists reported that debris was noted inside of the product fluid, under the microscope, before it made contact with the pt. A replacement product was used instead.